Event description:
It was reported that this right atrial (ra) lead exhibited lead conductor fracture. This ra lead remains in service as of this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).